Event description:
A dissection occurred during implantation of a 3.5mm diameter x 15mm length resolute integrity (rx) drug eluting stent in the prox lad of a patient. Another brand stent was used to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).